Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was found to be at eri (elective replacement indicator) 42 months post implant. The device was explanted.

Event description:
Guidant received information that the implantable cardioverter defibrillator (ICD) was found to be at eri (elective replacement indicator) 42 months post implant. The device explanted.